Event description:
It was reported that a user on ilet experienced hyperglycemia with blood glucose readings over 300 mg/dl for two days despite meal announcements, and upon removing a 6 mm teflon infusion set the cannula appeared straight with bleeding noted at the insertion site; after a full supply change and resumption of insulin delivery, blood glucose decreased to 121 mg/dl. Symptoms included elevated blood glucose. Outcomes included recovery without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education regarding infusion set replacement and resumption of therapy. Investigation of this case revealed that the device resumed expected performance after the supply change, suggesting a transient infusion site or delivery issue. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved after set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.